Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a not accepting the batteries while putting. No harm requiring medical intervention was reported. Customer was inserted new battery and was not going past that screen. Customer was tried holding down the back arrow button for a full minute but the insulin pump was not responding with anything other than insert new battery. The insulin pump will not be returned for analysis.